Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, customer was not performing the proper air removal techniques. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 98 mg/dl.